Event description:
A customer reported via phone call indicating that the screen of their insulin pump is frozen. The patient's blood glucose level was 116 mg/dl at the time of the call. The customer stated that there were no alarms before the incident occurred. The customer changed the batteries and found that the buttons do not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.